Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding and dyspareunia. It was reported that the patient underwent transvaginal urethrolysis, excision of prior sling, retropubic midurethral synthetic sling, and cystoscopy on (B)(6) 2010 and incision of midurethral sling on (B)(6) 2010 due to previously placed sling was found to be 3 cm proximal to the urethral meatus and close to the bladder neck, new onset of voiding symptoms, and bladder outlet obstruction. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2010. It was reported that meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It was reported that patient underwent mesh removal and ams sparc implantation on 9/5/14 due to mixed urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence.